Manufacturer narrative:
Final analysis found that epoxy was confirmed to be the substance found in the a-connector block threads, which caused the setscrew to be stuck in place and unable to be untightened by the wrench. A manufacturing anomaly may have occurred that left or caused the epoxy to be in the connector block threads.

Event description:
Related manufacturer reference number: 2017865-2021-26669. It was reported that the patient presented for implant procedure. Prior to closing the pocket, it was noted that the right atrial (ra) lead had dislodged. When the physician attempted to unscrew the ra lead from the pacemaker in order to reposition the lead, the set screw was unable to be turned. Multiple hex screw drivers and a non ratcheting screw driver were attempted to be used unsuccessfully. Therefore, the physician elected to explant and replace both the ra lead and pacemaker successfully. The patient was in stable condition throughout the procedure